Event description:
The customer tested her blood glucose using her contour meter and received a 200 mg/dl higher reading than on another meter. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement strips were sent to the customer and she is expected to return her strips for evaluation.